Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage reported to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove and tip separation appear to be related to operational circumstances of the procedure. Based on the reported information, the guide wire likely advanced through or behind the stent strut causing the difficulty to remove. Manipulation of the guide wire against resistance resulted in the tip separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2020 a non-abbott stent was implanted in the right coronary artery (rca). The following day, on (B)(6) 2020, the patient had chest pain with st elevation and was brought back to the catheterization lab. Thrombus was noted inside the non-abbott stent. The whisper guide wire was advanced to the rca and the physician suspected that the guide wire went through or behind the stent strut in the rca. During removal of the guide wire, resistance was met and the tip separated. It was suspected that the tip was stuck behind a stent strut. Attempt was made to snare out the separated tip, but it could not be snared out. A non-abbott guide wire was used to complete the procedure and treat the patient's thrombus. No additional information was provided.